Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon successfully registered the patient and determined being accurate. They went sterile and checked accuracy, and the surgeon deemed being inaccurate in both directions, up and to the left. As this occurred after the incision was made, they could not re-register the patient. Before going sterile, the surgeon marked the point of interest when he felt accurate. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per followup with the rep, the patient's head slipped in the pins which caused the inaccuracy. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains the following warning, "warning: the position of the anatomy is defined by the position of the patient reference. If the patient reference moves with respect to the anatomy after you register the patient, navigation will be inaccurate."

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient identifier not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, spoke with the surgeon, and he checked the patient head holder after the procedure, and discovered that the patient's head had slipped in the pins, resulting in the inaccuracy (B)(4) 2015 - a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximated at 1/2 inch. No further issues have been reported.